Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in the cardiothoracic surgery clinic for complaints of lightheadedness and dyspnea with any type of activity. The patient had a hemoglobin of 6.0. The patient was admitted. The patient underwent an esophagogastroduodenoscopy (egd). The esophagus's z line was visualized at 42 cm from the entry sites. Esophagus appeared tortuous in the lower esophagus. There was a small hiatus hernia visible in the esophagus. There were multiple small patchy areas of erythema with superficial central erosion in the antrum. These were new compared to the images from his last egd in 2014 (reported in MFR. Report # MDR-2020-50476). They were not bleeding and showed no bleeding stigmata. The account believed that these were unlikely to be the cause of the patient's recent drop in hemoglobin. Two cold forceps biopsies were successfully taken. The specimens were collected for pathology. There were no other abnormal findings. The entire duodenum appeared to be normal. The jejunal crest appeared to be normal. Approximately 60 cm of small bowel were examined during push enteroscopy. There was no evidence of arteriovenous malformation or other mucosal abnormality found during the exam to explain the patient's drop in hemoglobin. The patient received 2 units of red blood cells on day one of admission with appropriate response. An iron panel was significant for substantial iron deficiency. The account increased the patient's iron (ii) sulfate supplement to 235 mg twice daily.